Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the rca. Approximately 7 months post procedure the patient suffered a target vessel mi. This was treated with medication and pci was performed. The patient was not on dapt 24 hours prior to the event. The investigator assessed that the event was not related to the device or anti-platelet medication. The sponsor assessed that the event was not related to the anti-platelet medication but possibly related to the device. The patient recovered.

Manufacturer narrative:
Cec adjudicated mi as a non q wave mi (target vessel) 3rd udmi spontaneous - in the rca. Instent restenosis reported. Safety assessed the event as probably related to the index device. Cec adjudicated revascularisation as a tlr percutaneous intervention. That was clinically driven. Cec commented no records or films. The patient may have had instent restenosis. The patient was treated with stenting of the rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated non q-wave mi (vessel unknown). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cec commented film reviewed and in stent restenosis confirmed. If information is provided in the future, a supplemental report will be issued.